Event description:
A bci field service engineer reported on a new install of unicel dxc 600 pro synchron clinical system that had a leaking probe. No chemical exposure was noted, and no injury was reported. There was no effect to patient or to user.

Manufacturer narrative:
Bci field service engineer (fse) replaced and tightened a few hardware components but the leaking persisted. The fse discovered the degasser was full of bubbles and the leak stopped after the degasser was replaced. The root cause for this event was a hardware component, the degasser.